Manufacturer narrative:
For strip lot 40501021 the expiration date is 31-oct-2020. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results lot# 405010-21 (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Testing results lot# 391903-21 (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 405010 and 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to a stago analyzer using dade innovin. This medwatch will cover strip lots 39190321 and 40501021. For information on strip lot 41747021, refer to the medwatch with patient identifier (B)(4). On (B)(6) 2019 at 2:00 pm the laboratory result was 3.4 inr. On (B)(6) 2019 at 3:34 pm the meter result using strip lot 391903 was 4.9 inr. The customer did not believe the meter result to be accurate. They replaced the batteries and recoded the meter to a new vial of strips. On (B)(6) 2019 at 4:02 pm using strip lot 405010 the meter result was 5.1 inr. The customer only reported the laboratory results to their independent diagnostic testing facility (idtf). After receiving strip lot 41747021 expiration date 31-jan-2021, on (B)(6) 2019 the meter results were 4.7 inr at 11:01 am and 4.4 inr at 12:20 pm. On (B)(6) 2019, at 2:15 pm the laboratory result was 3.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr.